Event description:
It was reported that the implantable neurostimulator (ins) over heated a lot while they were recharging. The patient had to charge, let it cool off, and charge again. The device had been implanted for over 10 years and probably need to be replaced. They had an appointment the following monday for someone to look at the device because the healthcare provider (hcp) did not want to do any surgery on the patient. The patient received a brochure about new pain stimulators and wanted more information about the devices. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# v157497, implanted: (B)(6) 2008, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.